Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the top enclosure of the device was damaged and cracked by a screw. There was no report of patient harm or injury. The device was returned and evaluated by a third-party service center. During the evaluation of the device, the manufacturer visually inspected the device and found evidence of foam particles. In addition, there was an error with the system circuit board; the device top enclosure was damaged and cracked by a screw. A part was replaced to address the issue. The final test was passed. The service center concludes that the complaint was confirmed and there is evidence of sound abatement foam degradation.